Event description:
It was reported that when the needle was removed from the bd saf-t-intima¿ IV catheter safety system after use, the safety shield failed to cover the needle. This complaint was created to capture 1 of 4 related incidents of this event. The following information was provided by the initial reporter: "peripheral IV used to access, rn pulled out bore and needle did not safety. Sharp was exposed."

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8332554. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally our evaluation of the device provided was able to identify the reported needle shielding failure. Closer inspection of the safety mechanism found the device to be free from any abnormalities that could have lead to this event, and subsequent review of our manufacturing line was unable to identify any opportunities to contribute to this event. Unfortunately the root cause for this complaint could not be determined at the conclusion of our review.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when the needle was removed from the bd saf-t-intima¿ IV catheter safety system after use, the safety shield failed to cover the needle. This complaint was created to capture 1 of 4 related incidents of this event. The following information was provided by the initial reporter: "peripheral IV used to access, rn pulled out bore and needle did not safety. Sharp was exposed."